Event description:
The surgeon attempted to implant lens but the haptic became stuck in the cartridge upon insertion. There was no patient injury. The facility was unable to provide the model and lot numbers of the injector and cartridge used.